Manufacturer narrative:
The device was received with the linkage assembly in the deployed orientation, but the slide insert was not in the viewing window. Inspection of the needle mechanism assembly found the catch beam to be misaligned allowing the needle and cannula to deploy and then both retract.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Using the pod 3/ page 32-33. Check the infusion site: following insertion of the cannula, check the infusion site: look through the viewing window to check that the cannula is inserted into the skin. The cannula is tinted light blue. Check for pink coloring in the area on the top of the pod shown in the figure. This is an additional check that the cannula was extended. Check for wetness or the scent of insulin at the insertion site. The presence of either may indicate that the cannula has dislodged. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
A patient reported the cannula retracted, after wearing the pod for less than an hour (site unknown); indicating a needle mechanism failure. The patient's blood glucose levels were affected reaching 21 mmol/l (378 mg/dl). The patient woke up in the middle of the night due to the high glucose levels he was experimenting and noted that the pod was leaking insulin on his stomach, when trying to bolus (exact amount was not provided). No other information was provided on how the hyperglycemia was treated.